Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl. Customer declined to troubleshoot for the high blood glucose value. Customer stated that tape was not sticking. It was unknown if the insulin pump was on auto mode at the time of incident. The device will not be returned for analysis.